Manufacturer narrative:
It was originally determined reportable, reports were submitted, then further evaluation determined that this was not reportable due to the customer verifying they were ordering new parts since the paddles had reached their expiration date. There was no device malfunction. H3 other text : further evaluation determined that this was not reportable due to the customer verifying they were ordering new parts since the paddles had reached their expiration date.

Event description:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the external paddles had reached their expiration date. It was originally determined reportable, reports were submitted, then further evaluation determined that this was not reportable due to the customer verifying they were ordering new parts since the paddles had reached their expiration date. There was no device malfunction. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device has expired paddles. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.